Event description:
Customer reported that prior to use with a patient a long silicone fiber was observed hanging off the trach tube just above the cuff. It was also noted that there is a part of the trach tube above the cuff where it appears as though the piece of silicone fiber had peeled off from. No patient injury was associated with this incident.